Event description:
Pump experienced ec 45.

Manufacturer narrative:
Investigation found ec 45 in pump history. New pump's software was installed. MDR is a result of retrospective review for reportability. Reference recall number z-1867-2011.